Manufacturer narrative:
Field service engineer (fse) was dispatched and found the customer using the instrument without any issues. Fse verified performance of the unit and was unable to duplicate any errors or confirm the source of the leak. Issue was resolved by the customer through troubleshooting. (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that there was diluent dripping behind the needle assembly of their lh 500 hematology analyzer. Customer attempted to troubleshoot the issue but also requested that service be dispatched to check the instrument. Customer was wearing proper personal protective equipment consisting of gloves and labcoat and was not exposed to the leak. No injury was reported and no change to patient treatment was associated with the incident. Field service engineer (fse) was dispatched and found the customer using the instrument without any issues. Fse verified performance of the unit and was unable to duplicate any errors or confirm the source of the leak. Issue was resolved by the customer through troubleshooting.